Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the physician was experiencing communication difficulties using the new hand held and an old programming wand. The MFR rep went to the site where troubleshooting was performed, and isolated the programming wand as the problematic device. The non-working device has been returned to MFR where analysis is underway.